Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service representative (fsr) went onsite to evaluate and repair and suspect device. It was determined the touch screen assembly and the blender needed to be replaced. The fsr replaced the defective parts, repaired the unit to manufacturer specifications, and sent the defective parts for evaluation. The suspect blender module was returned for carefusion failure analysis laboratory for investigation, however the component was unable to be tested as an incomplete component as returned making it difficult to duplicate the issue in a laboratory setting.

Event description:
The customer reported while using the vela ventilator; the unit's blender is malfunctioning. The customer reported that there was no patient event associated with this reported issue.